Manufacturer narrative:
A previous report was filed previous report number: 3007593722-2024-00011 this report is to update to correct manufacturer and report number. It was reported that the 2.2x16 non locking screw head broke while tightening into a 5 hole mini plate, piece left in patient. There was one similar complaint identified for an arsenal screw breaking during insertion, with an unknown root cause. There were no abnormalities identified during DHR review. The provided image confirmed the complaint and showed that the screw had broken near the head. Because one portion of the screw was discarded and the other remains in the patient, further inspection could not be performed. The complaint could not be replicated through simulated use testing. It is likely that the screw broke once most of it was implanted because the distal end of the screw could not be retrieved, and the breakage location is towards the proximal end. The breakage could have been the result of inadequate pre-drilling, which would have caused the screw to experience higher levels of torque. This cannot be confirmed with the limited surgical technique information provided. The root cause shall therefore remain unknown.

Event description:
It was reported that the 2.2x16 non locking screw head broke while tightening into a 5 hole mini plate, piece left in patient.